Event description:
It was reported that the controller was exchanged due to a damage on the black cable and the issue resolved after controller exchange.

Manufacturer narrative:
The patient had a previous controller with a damaged black cable: related MFR# 2916596-2023-08097. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller's black power cable and intermittent auditory alarms was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was connected to a test system monitor, test power module, and a mock circulatory loop, and the reported event was reproduced by manipulating the black power cable. Evaluation of the underlying wires on the black power cable revealed that the insulation on the yellow, alarm out, wire was damaged, and the inner conductors were being exposed. Further inspection of the damaged wire indicated that the exposed inner conductor of the yellow wire could short to the shielding, which would result in the reported auditory alarms. No other issues were observed with the remaining wires. The log files downloaded from the returned system controller did not indicate any issues with the controller. No atypical alarms were observed throughout the log files. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The reported event was determined to be caused by damage to the insulation on the alarm out wire in the system controller¿s black power cable. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cables during use over time. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 22jun2023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The type of alarm was unknown. Exchanging the system controller resolved the alarm.